Manufacturer narrative:
Additional information was received that it was physician's preference to revise the leads. The patient will not undergo a revision procedure. There will be no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
.

Event description:
A report was received that the patient was having difficulty charging. The ipg was not communicating with the charger or remote control. The patient had a previous surgery and electrocautery may have damaged the ipg. Xray revealed that the ipg had flipped. The patient will undergo a pocket and lead revision. The reason for lead revision is unknown. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Event description:
A report was received that the patient was having difficulty charging. The ipg was not communicating with the charger or remote control. The patient had a previous surgery and electrocautery may have damaged the ipg. Xray revealed that the ipg had flipped. The patient will undergo a pocket and lead revision. The reason for lead revision is unknown. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty charging. The ipg was not communicating with the charger or remote control. The patient had a previous surgery and electrocautery may have damaged the ipg. Xray revealed that the ipg had flipped. The patient will undergo a pocket and lead revision. The reason for lead revision is unknown. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Date of implant: 2012. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #:(B)(4), description: linear st lead, 50cm.